Manufacturer narrative:
Continuation of d11: product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient with the same concern they reported previously; they stated that for ¿several months¿ they had been experiencing their ins turning on and off by itself. They stated that when they called last time, they sent them a new recharger and they stated that that did not ¿make a difference¿. Patient services recommended that the patient follow-up with their healthcare provider (hcp) and or manufacturer representative (rep) to have diagnostics ran and their internal equipment checked. The event began in 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having issues turning the implantable neurostimulator (ins) on with the implantable neurostimulator recharger (insr). The patient reported that the therapy was turning off by itself. The patient would check the ins with the insr and confirm on/off status. It was confirmed that the stimulation was off. The patient would charge about 30 minutes, then was able to turn the ins on successfully with the insr. The patient noted that the generally, when she is at home at different times, she notices the stimulation being off. In addition, the patient reported that when she bends forward, she stop feeling the stimulation. Then when she stands straight, she begins feeling the stimulation again, but when the ins turns off, the stimulation does not start again. The positional issues begin in the last year, according to the patient. The ins turning off and the difficulty turning back on stated in the last 2 months. A replacement recharger was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.